Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to pain. Upon review, noise, oversensing and inappropriate mode switches were observed on the right ventricular (rv) lead. In addition, amplitudes had drastically decreased since implant. A chest x-ray was taken which confirmed a lead perforation had occurred. A lead revision was performed which successfully repositioned the lead. The rv lead remains in service. No additional adverse patient effects were reported.